Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and found that the fuse in the power distribution unit (pdu) was blown. The fse replaced the fuse. Following the replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.